Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the set up joint (suj) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product associated with this complaint to perform failure analysis (fa). The suj had no issues on the test system. The 23070 and 2307 errors were confirmed as having occurred in the field but could not replicated. The complaint was not confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted sliding hiatal hernia surgical procedure the customer was getting multiple recoverable errors on universal surgical manipulator (usm) 1 of the patient side cart (psc). The customer attempted to recover the error, but the issue kept coming back. The customer moved usm 1 out of the way and brought in usm 4 to continue with the procedure. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed logs and found several 23070 and 23071 errors indicating the primary and secondary set up joints (suj) were outside of the limits on axis 2. The tse recommended attempting a hard power cycle once the customer had a chance. Procedure was completed as planned with no reported injury.